Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was an incomplete staple line. Clips were used to complete the procedure. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: wedge band bypass, damaged drivers. The analysis results found that the device was returned in good condition, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/4 fired and the left side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck and sled were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device has been used on ductus cysticus. The proximal staple line (resected tissue) was intact, the distal staple line was incomplete, staples were not pushed out of the pockets. Leakage was closed with single clips from competitor. Patient is fine. No further information is available.